Manufacturer narrative:
Technician found the laser device inoperable and determined its footswitch had malfunctioned, causing the immediate release of energy. This required the technician to replace the footswitch and perform additional system maintenance. This is an example of an accidental radiation occurrence (aro) and while there was no patient involved, there is a potential for injury.

Event description:
Laser device emitted energy upon system startup, which could lead to potential injury.